Event description:
Related manufacture reference number: 2017865-2023-41028 it was reported that the patient presented during implant procedure. During procedure, after the placement of the right ventricular lead, the patient's blood pressure dropped and a small pericardial effusion and pulmonary effusion were observed. It is unclear if the introducer or right ventricular lead resulted in the damage. The right ventricular was not installed and the procedure was abandoned. No further interventions were performed. The patient was in stable condition.